Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Sw 4.10e; retainer ring = clear. The history download was successful using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification. Insulin pump passed displacement test and selftest. No unexpected charge/battery less than expected anomalies or battery related alarms/alerts noted during testing or in the history download on (B)(6) 2021 of event date. Insulin pump received with high sleep current measurement and active current measurement. Swapped pcba2 with a test pcba2 and the currents were in specification. High current measurements due to moisture damage on pcba1. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, scratched display window cover, peeling/fading end cap address label, cracked retainer, cracked reservoir tube lip and scratched case. Corrosion in battery tube, moisture damage on pcba2, corrosion on force sensor assembly and moisture damage on motor assembly.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert prior to replace battery alert, replace battery now alarm. Battery only lasts 5 to 6 days. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.